Event description:
Pt has a medtronic synchromed ii pump in place. Pump telemetry report claimed 3 months prior to expected replacement interval (eri). Pt presented with acute drug (baclofen) withdrawal. Error log indicated that the pt's pump had switched to "safe mode," a mode in which the pump's safety and not the pt's safety is assured. The pump flow rate in "safe mode" is reduced to a very slow rate. Error logs at that time still indicated that the eri was 3 months even with the pump at low flow and pt in drug withdrawal. Pt required emergency surgery to replace pump.